Event description:
The customer reported that the device would not power up. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer biomed confirmed the issue. The customer replaced the ac power supply, power pca and control pca to resolve the issue. The device remains at the customer site. We cannot determine the cause since multiple parts were replaced.